Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent magerl technique of lateral mass screw fixation at c1-c2 due to atlas fracture. Intra-op, when the surgeon was creating the pilot hole for the first screw using the drill bit, a vertebral artery was injured. Then, the surgeon performed hemostasis; and when the bleeding stopped, the surgeon closed the wound. There was a delay of less than 60 minutes in overall procedure time as a result of this event. The originally scheduled fixation has not been performed yet and it is planned to be performed at a later date. The surgeon acknowledged this event as a technical error. It is said that the patient has stopped bleeding at this point of time; and is wearing a halo vest.